Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery went dead. The customer's blood glucose level was 204 mg/dl at the time of the incident. The customer stated that the display was not blank less than 30 seconds and did not return and the display was not blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer stated that the insulin pump was neither bumped nor dropped. The customer stated that they received low battery warning, replace battery warning but did not change the battery immediately. The device will not be returned for analysis.